Event description:
Qc orgnism #49476 versus multiple antibiotics was out when used with rapid pos mic lot # 14maro5. This issue has been associated with a dade behring conducted recall for microscan rapid pos broth inoculum broth, lots 050905a-1, 051605a-1, 051705a-1, 052305a-1 and 052805b-1 that took place in 2005.